Manufacturer narrative:
This supplemental report is submitted to provide additional initial reporter information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, this is a customer setting error and there is no abnormality in the device. There is a description about setting and connection in "chapter 3 installation and connection" of the instructions for use and it is possible that the indicated phenomenon could be prevented.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. In troubleshooting the issue with the user facility, technical support determined the user facility connected a cable to the non-olympus, image capture device (orpheus), sdi port and then connected the opposite end of the cable to the monitor sdi in port. With the assistance of an orpheus product representative, olympus technical support determined that the orpheus sdi port connection is an sdi in port. Upon connecting a dvi cable from the orpheus dvi out port to the monitor dvi in port and connecting the olympus, cv-190, evis exera iii video system center to the monitor directly, utilizing an sdi connection, all problems were resolved.

Event description:
A user facility reported to olympus that an image could not be obtained on a monitor sdi input when used with a non-olympus image capture device and the olympus, cv-190, evis exera iii video system center. There was no patient injury, associated with the problem, reported to olympus.